Event description:
It was reported that the filter leaked while using the bd alaris¿ pump module smartsite¿ burette infusion set. The following information was provided by the initial reporter: the filter was leaking.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the filter leaked while using the bd alaris¿ pump module smartsite¿ burette infusion set. The following information was provided by the initial reporter: the filter was leaking.

Manufacturer narrative:
Possible lot number: d4: medical device lot #: 21095094. D4: medical device expiration date: 02-sep-2024. H4: device manufacture date: 02-sep-2021. D4: medical device lot #: 21095095. D4: medical device expiration date: 04-sep-2024. H4: device manufacture date: 04-sep-2021. D4: medical device lot #: 21095217. D4: medical device expiration date: 07-sep-2024. H4: device manufacture date: 07-sep-2021. D4: medical device lot #: 21105039. D4: medical device expiration date: 20-oct-2024. H4: device manufacture date: 20-oct-2021. The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 28-apr-2022. H6: investigation summary: three samples were submitted for quality investigation. The customer complaint of separation with leak was verified by visual inspection. Evaluation of the samples submitted showed that the tubing above the buterol chamber had separated from the assembly. Further evaluation under magnification shows that there is lack of solvent on the end of the tubing where the assembly joint would be. A device history record review for model 10015012, lot number 21095094 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095095 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21105039 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause analysis was conducted at the manufacturing facility and the most probable cause that generated the issue seen in this complaint is not following procedures of the assembly instructions.